Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (1600 mcg/ml at 921 mcg/day), clonidine (570 mcg/ml at 328.1 mcg/day), baclofen (330 mcg/ml at 190 mcg/day), marcaine (35 mg/ml at 20.15 mg/day) and morphine (1.5 mg/ml at 0.86 mg/day) via an implantable infusion pump. It was reported that the patient had an MRI on (B)(6) 2019 and a motor stall had occurred. The motor stall recovery was noted on (B)(6) 2019, at the time of the interrogation. The pump had not been alarming. It was noted that the patient had withdrawal. According to the patient's caregiver, the patient had been "uncomfortable and inconsolable." It was reported that a false motor stall had not been confirmed but they were "assuming that it was a false stall." The patient had "other medical issues that might explain the symptoms." The patient's weight was unknown. No further complications were reported.